Event description:
An article published by the cardiovascular and interventional radiological society of europe reviewed the "ten years of experience with the gore excluder stent-graft for the treatment of aortic and iliac aneurysms: outcomes from a single center study" (dr. Maleux, et al, published on august 6, 2011). Between (B)(6) 1998 and (B)(6) 2010, a total of 121 nonconsecutive pts were selected for gore excluder stent-graft implantation at the university hospitals of (B)(6). The group of physicians discussed in this article the following adverse events, complications and reinterventions: proximal/distal type I endoleaks, limb thrombosis, limb kinking, proximal stent-graft infolding, stent-graft infection, type ii endoleaks, groin pseudoaneurysm, endotension and deaths.

Manufacturer narrative:
Device lot/serial numbers and add'l info regarding these events have been requested. Please note the article is attached to the medwatch report. Add'l info about specific pts, devices, and events is not available therefore gore cannot determine if any of these events were previously reported.